Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Following pre-dilation, a 2.50x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. When the device was pushed through the guiding catheter, it was noted that the stent was not on the balloon and has dislodged. The physician then checked to find the dislodged stent but could not find the same. It was not confirmed whether it happened during preparation or the stent got dislodged in y connector. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element,mr,ous 2.50x38mm stent delivery system was returned for analysis without a stent. No stet returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were slightly relaxed from their folded position. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Following pre-dilation, a 2.50x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. When the device was pushed through the guiding catheter, it was noted that the stent was not on the balloon and has dislodged. The physician then checked to find the dislodged stent but could not find the same. It was not confirmed whether it happened during preparation or the stent got dislodged in y connector. No patient complications were reported and the patient's status was stable.